Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) channel which resulted in oversensing. Technical support was contacted and indicated that the noise was most likely due to electromagnetic interference (emi) being detected by the device due to programming. Reprogramming recommendations were given, but no intervention has been taken up to this point. The patient was stable with no consequences.